Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol) using a preloaded delivery system, there was a tear at the optic-haptic junction. Also, the end of the haptic was not fully implanted. The surgeon placed the haptic into the eye and reports the lens centered nicely. Due to a complication in a previous procedure, the surgeon did not want to remove and replace the lens. The surgeon placed a capsular tension ring instead. Additional information was requested.

Manufacturer narrative:
Viscoelastic was not provided. It is unknown if a qualified product was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. (B)(4).